Event description:
Ous MDR - after an implantation duration of approx. 11 months it was reported that the lead was explanted and replaced due to decreased sensing and pacing impedance values.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis showed that the lead body was squashed and deformed 31 cm distal of the df4 connector pin. In this area, the insulation and the coating of the rope conductor to the shock electrode were damaged. The error manifestation is with high probability the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In the further investigation, a deformation of the shock coil could be detected, which was probably caused during the explantation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.